Event description:
During a laparoscopic gastric band procedure after it was inserted into the pt. Another device was used to complete the procedure. The procedure was extended by five minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.